Event description:
It was reported the implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. The patient was discharged. At a routine one-year follow up, a 1-2mm leak was noted. The patient was kept on oral anticoagulation (oac) medication. The physician reported this was the fifth patient who was implanted with a watchman flx pro closure device, who did not have leak at time of implant, but developed a small leak at the one year follow up.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.